Manufacturer narrative:
It is indicated that the device will not be returned for evaluation therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review a supplemental medwatch will be filed.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. It was also noted that patient had difficulty charging her ipg. The patient underwent an ipg revision procedure and was doing well postoperatively.